Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3889-28 lot# v122477 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2015 product type lead . Fdd c62955 applies to the lead only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that his ins was replaced "about 1 year ago" ((B)(6) 2014) and that about 6 weeks after the replacement the patient began to have issues with his leads. The patient reported that both the ins and leads were then replaced on (B)(6) 2015. The patient has recovered from the surgery. No ins malfunctions were reported. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v122477, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the patient and it was reported that the electrode leads failed and had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.